Event description:
Patient with a history of lumbar degenerative disc disease and right l5 (anterior le (left extremity)) radicular pain had increased pain intensity, new bilateral constant high-intensity pain (r>l (right greater than left)) in medial buttock region and new bilateral 5th le digit numbness one day post epat (extracorporeal pulse activation technology) therapy (performed by pt (physical therapist)) to bilateral piriformis muscles. Over the course of approximately 4 months, the left-sided pain resolved, however, the bilat 5th digit numbness and constant pain (area medial to r ischial tuberosity) remains, though at a decreased intensity from the treatment date. MRI (magnetic resonance imaging) of spine ((B)(6) 2023) showed severe disc space narrowing at l5-s1, and l4-l5 and l5-s1 small diffuse disc bulge and r mild-mod and l mild neural foraminal narrowing. Pelvic MRI ((B)(6) 2023) with no abnormal mass or edema along path of bilateral lumoscal plexus through greater sciatic foramen. Treatment included 2 6-day tapers of oral steroids (with relief on day 2-3; pain returned thereafter). Two epidural steroid injections ((B)(6) 2023; bilat s1 followed by r l5 and r s1) did not bring relief. Currently on 1200 mg gbp (gabapentin) with continued pain (level - 5-6 every day). Per pt, epat machine was storz with ceramic tip used at 3.5 bar, 3000 pulses.